Event description:
On (B)(6) 2011, pre op vsc 20/400 ou. Vcc 20/25 20/30. Pach 523/524. W od -4.74-0.25x112 os -4.75-0.74x112 k od, 44.37/43.87x104 os 44.62/44.25x051. Mr od -4.75-1.00x083 os -4.75-0.75x085 20/25 20/20. On (B)(6) 2011, 1 day post op lasik ou. Right eye cloudy and irritated. Vsc 20/400 20/25. On (B)(6) 2011, flap lifted and repositioned. On (B)(6) 2011, pt doing better, no pain - vasc 20/30 od, 20/20 os. Re-check 1 week.

Manufacturer narrative:
(B)(4). Cloudy and irritation. At the time of this report equipment eval has not been completed. When the equipment eval is completed a supplemental report will be submitted.